Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, and it occluded. The customer reported no adverse events. The event involved products mmt-1884, mmt-332a, and mmt-397a. The customer reported recurring insulin flow-blocked alarms after troubleshooting. The customer has tried all remedies or does not want to troubleshoot recurring alarms. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer response was that the device would be returned. Mmt-332a was requested, and the customer response was that the device would be returned. No product return is required for mmt-397a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that on 06/19/2024 from 08:18:27 through 10:03:03 eleven no delivery alarms were recorded. However, no alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit received with pillowing keypad overlay and scratched case. In conclusion customer concerns were not confirm during testing. Unit was tested successfully, and no unexpected no delivery alarms noted. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.